Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
Approx 48 hrs after lower extremity revascularization, subject developed left leg compartment syndrome requiring emergent 2-incision 4-compartment fasciotomy and ICU admission. Suspected surgical site infection. Pt started on empiric IV vancomycin and piperacillin-tazobactam for suspected surgical site infection and wound management. Antibiotics were discontinued prior to discharge.